Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: surgical procedure? Roux-en-y what anatomical structure? Don¿t know where. Something is causing the bleeding to come from within the gi tract and this is something they cannot cauterize to fix intra-op. Any issues with staple form? None how were the bleeds identified? Patient doesn¿t put any blood out of the drain, they lose blood via lap and have black bowel movements. Timeline of events? Procedure went successful morning of 9/22, patient started bleeding at 5pm on 9/22. Patient had to stay an extra day. Blood products administered? None. However hemoglobin went from 14 to 7.6. Require reoperation? No what was found at re-op? No re-operation what color cartridges were used through procedure? Gsto60b & gst60w how was the jj created? Gst60b then gst60w to connect the bowel then gst60b to close were any blood products required? No were any issues noted with device intraoperatively? No what is the current patient status? Patient recovered if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the doctor had an intraluminal bleed post-op. Intra-op the case was completed successfully.